Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced unknown injury. Additional information was received that on (B)(4) 2012, patient reported vaginal pressure and prolapse and was planned to have vaginal vault suspension. There were no medications prescribed. The patient was not seen any further in the clinic. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.